Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also correcting information submitted on the initial medwatch report. The electrodes were returned to zoll medical corporation and the customer's report was observed. The high voltage wire was observed to be detached consistent with the customer's report. Further investigation at the point of engagement showed evidence that a force pulled it away from the connection. Retained sample testing for this lot number confirmed that there were no irregularities associated with this customer report. No trend is associated with reports of this type. Please reference medwatch number 1218058-2017-00130 for a duplicate claim which was submitted in error.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the clinician observed a loose wire coming from the electrode pad before applying it to the patient. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the clinician observed a loose wire coming from the electrode pad before applying it to the patient. Complainant indicated that the clinician obtained another set of electrodes to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.